Event description:
This report is being filed after subsequent review of the following oral presentations. Uses of peek in maxillofacial reconstruction: a 6 year review of cases abudullakutty.a, madhavarajan j., collyer k., sneddon k. British journal of oral and maxillofacial surgery 50s (2012) s1¿s41. Implants were used for maxillofacial reconstruction of post trauma and post oncological defects for six years. One patient with psi failure which was redesigned and re-inserted with no subsequent failure. Two patients had infections which were treated successfully with antibiotics. This report is one of two for (B)(4). This is for one unknown patient specific implant.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Uses of peek in maxillofacial reconstruction: a 6 year review of cases abudullakutty.a, madhavarajan j., collyer k., sneddon k. British journal of oral and maxillofacial surgery 50s (2012) s1¿s41. This report is for an unknown psi. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.